Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a damaged dso seal, damaged remote dose connector, and scratched lens. The customer reported complaint was able to be confirmed. The cause of the issue was the broken pin in the dose cord socket. The remote dose connector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a broken pin in the dose cord socket. There was unknown patient involvement and unknown patient harm/adverse event reported.